Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose level. Customer experienced symptoms related to their high blood glucose such as vomiting, head was dizzy customer couldn't see straight, my eyes were blurry, and customer was throwing up every two to three minutes the customer reported that insulin pump had no delivery alarm and also had bent cannula at infusion set. Troubleshoot was performed. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion set and reservoir). The customer was treated with bolus. Customer's blood glucose value was 360 mg/dl at time of incident. Customer's current blood glucose value was 227 mg/dl. Troubleshooting was performed. The drive support cap is flush. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.